Event description:
It was reported that the customer received the compromised force sensor system alarm on the insulin pump. Force sensor system alarm on the insulin pump. The customer's blood glucose was 211 mg/dl. Troubleshooting was done. The customer stated that insulin was squirting out during the manual rime process. The customer state that the drive support cap on the insulin pump appeared normal. Advised customer that the advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A motor error alarm occurred during the basic occlusion test due to a protruded/loose drive support disk. Was unable to verify the compromised force sensor alarm due to the motor error alarm. The insulin pump was received with a scratched display window, cracked display window corners, a cracked reservoir tube lip and missing end cap sticker.